Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the left ventricular (lv) lead exhibited loss of capture. The physician elected to revise the lead. During the procedure, the lv lead was explanted, but could not be flushed due to the presence of dried blood. As a result, the lv lead was replaced. No patient consequences were reported.